Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 23.9 mmol/l at the time of incident. The customer¿s current blood glucose value was 6.9 mmol/l. The customer treated high blood glucose with insulin pump and changing set. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was using auto mode at the time of incident. No further patient complications were reported. The insulin pump will not be returned for analysis.